Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that prior to patient use upon opening the package, the sheath and hemostasis valve of the rosch-uchida transjugular liver access set were found separated. This package was not used, and there were no injuries or additional procedures reported.